Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling is sufficient in instructing the patient how to properly disconnect and reconnect. There was no reported device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) enter the alarm log. The hc showed a system error 2267 and a system error 2240. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The supplies had not been damaged by an outlet port clamp or assist device. The hp stated that he had disconnected during the initial drain. He did not use proper procedures and had reconnected. The tsr informed the hp that air had entered the system and that he would need to start over with all new supplies. The tsr assisted the hp to end therapy and advised the hp to call baxter whenever he had an alarm. Proper procedures were reviewed. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter healthcare contacted the hp regarding the event. The hp stated that both alarms occurred on the same night. The patient did not know if the system error 2267 was actually a system error 2367. He stated that he had started therapy that night, he then received an alarm and called in to baxter. The hp stated that he had started therapy over successfully. The patient did not have any further information regarding the system error 2267 alarm. Therapy has been going well since and there were no adverse effects reported in relation to this event.